Event description:
The facility reported three cases of endophthalmitis occurred with two surgeons. They did not feel this was technique related, and they are looking at this from a product standpoint. An eight member team headed by the state health board is being formed to address this issue with the facility. The products were retained, but will not be returned. The patients were cultured four to five days post-op. No patient information has been available to date. Additional information has been requested. Product was not identified until 12/4/2006. This event is reported as manufacturer's report number 1644019-2006-00050. The other events are reported as manufacturer's report numbers: 1644019-2006-00048, 1644019-2006-00049.

Manufacturer narrative:
Product was not available for evaluation and root cause analysis.